Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. The customer was advised by philips technical support to perform a performance verification test (pvt) on the unit. The philips service engineer (se) inspected the device. The se reviewed the ventilators diagnostic logs, left the unit running for several hours and could not duplicate the reported issue.

Event description:
It was reported that while on a patient the ventilator was displaying plus's and minus's, rather than number, in some of the readouts. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 20dec2018. Additional information was received that during performance verification test the se found the air flow accuracy test was out of tolerance. The customer was advised to replace the data acquisition (da) board.